Event description:
The iab was inserted into the pt on 6/4/98 at 12:45 pm and removed on 6/5/98 at 10:00 am. The iab did not malfunction. The pt had a pseudoaneurysm and surgery was required. The iab was not returned to datascope. (Event complications: pseudoaneurysm/surgery required - reported 8/26/98. Pt's current status: discharged - reported 8/26/98.